Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was analyzed and the instrument exhibited scratch marks on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 0.2205¿ x 0.0585¿. There was not any material missing. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, rubber was observed to be peeling off near the tip of the monopolar curved scissors (mcs) instrument. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 07-nov-2024: there were no fragments/components broken off or completely detached from the instrument, however, the customer confirmed that rubber was observed to be missing from the instrument. Photographic images of the device were not available for review as the instrument was shipped back to intuitive surgical, inc. (Isi) for further evaluation.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.